Event description:
A customer reported experiencing a high blood glucose level, reaching 212 mg/dl. There was no adverse impact to the customer's blood glucose level beyond this reported figure. To address the issue, the customer used a correction bolus via the pump. Technical support assisted the customer in filling the tubing to remove air bubbles that were causing the issue, and educated the customer on proper procedures to prevent future occurrences. The customer resumed their insulin regimen following the corrective actions.